Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving two separate products and associated with mdrs: #1225714-2014-02739, 1225714-2014-02740, 1225714-2014-02741, and 1225714-2014-02742.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2008 and subsequently expired on (B)(6) 2008, after the use of the product.